Manufacturer narrative:
An event regarding disassociation involving accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: rejected for medical review¿ cannot confirm event, the one lab test provided shows modest elevation but can't confirm it relates to stryker implant, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time. If devices and additional information become available, this investigation will be reopened. Device not returned.

Event description:
On february 12, 2020: review of reopened record revealed that the previous reported event of dislocation is being evaluated as disassociation. It was reported through the medwatch report; vol 04-jun-2013: my stryker accolade tmzf plus hip stem #3 and stryker v40 alumina v40 28mm femora head dislocated for the fourth time. Update 12-13-2017: upon review of the file, a call from the patient identified revision date of (B)(6) 2013. Patient was experiencing pain on or about (B)(6) 2008 (prior to revision (B)(6) 2013).